Event description:
The patient had two leads and two anchors from the same lot. Device 1 of 3. Reference MFR report #: 1627487-2015-07260 and 1627487-2015-07262. It was reported the patient went into surgery due to discomfort at the lead/anchor site. During the surgery, it was found one of the patient's leads appeared frayed. An impedance check revealed high impedance on all contacts. As a result, the doctor explanted the patient's leads and anchors.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.